Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient saw an elective replacement indicator (eri) message and a return of symptoms; the caller reported the patient had fallen off their bicycle (noted to not be serious) a week prior to the report and was told it could cause eri. The caller stated they started seeing the eri code when the patient saw their healthcare provider (hcp) on (B)(6) 2016 and was going to see the neurologist next tuesday. The caller noted that about two weeks ago the patient suddenly started shutting down like they were getting really stiff and had trouble sleeping, along with a little back pain, which started around the end of march. The caller mentioned the implant had lasted 3.5 years and did not seem to have any allegations as far as battery longevity. The caller later reported they were told that the manufacturer representative (rep) could be at their appointment however the surgeon told them they never had reps in their office and they did not want to call anyone. See MFR report number: 3004209178-2016-09191.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.